Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat knee pain. On (B)(6) 2025 a surgical revision was performed to remove the non-tined system and place a new system with tined leads to provide improved stability after one of the original leads had migrated and caused a reduction of pain relief. See MDR 3015425075-2025-00313 after using the system for several months the patient reported that therapy was still not meeting expectations. The system was reprogrammed multiple times to attempt optimization of therapy with no success. Imaging and system testing returned no issues. The physician and nalu team were unable to identify any obvious cause for the lack of pain relief and thus a full system replacement was performed on (B)(6) 2026. The explanted system was not released by the facility for further investigation by nalu.

Manufacturer narrative:
The patient participated in a trial phase with nalu and elected to move forward with a permanent system implant after completing the trial, and the permanent system is reported to have been placed in approximately the same location as the trial. The initial system was found to have migrated away from the intended nerve target and thus led to inadequate pain relief. When the patient again reported inadequate pain relief with the new system, additional imaging was done and ruled any migration as a cause. Testing of the system found all components to be functioning as expected with no errors. Reprogramming was unable to achieve the level of pain relief the patient was expecting. It is unclear from the information provided if the patient is displaying unrealistic expectations of the nalu system or possibly the device was placed such that it is continuing to not adequately address the pain symptoms. There is no evidence of any system or component failure or malfunction with the nalu device.